Event description:
It was reported that after a da vinci si hysterectomy procedure, the user facility identified a wire hanging out of the fenestrated bipolar forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed there was a frayed pitch cable at the distal clevis hub. There were also indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Additional observations not reported by the customer were main tube damages. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. Scratches were short in length and were not axially aligned with the tube. No other damages were found. Evidence not conclusive, but the pulley and main tube damages may be due to mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments the customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.